Event description:
It was reported that during a thyroidectomy procedure, the patient was burned with the shaft of the device at the incision site. The protective sleeve was placed correctly on the distal end of the device and the patient was burned through the sleeve. The blade tip did not seem hotter than normal. The burn did blister and has been classified as a 2nd degree burn. Cream was ordered and used on the burn. The patient is okay.

Manufacturer narrative:
The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional, and no temperature issues were noted during 60 seconds of activation. There were no anomalies noted with the functionality of the device. Complaint information is trended on a regular basis to determine if further investigation is warranted. Batch record review was performed and no anomalies were found during the manufacturing process.